Event description:
The patient reported a return of symptoms and balance issues in (B)(6) 2016. Her left hand tremor began around the time she had three sessions of therapeutic ultrasound in (B)(6) 2016. The first setting of three was also too high and caused her pain in (B)(6) 2016. Her first reprogramming got her balance back and the second programming stopped the pain in her left arm and hand after it was turned down. However, 24 hours later the tremor in the patient's hand returned and had remained in her left hand. It was not as severe as before implant, but it affected her ability to eat and write well. The patient had an appointment scheduled for (B)(6) 2016 to see the physician assistant (pa), where they would address to see if this was a device issue caused by electromagnetic interference (emi) or just a reprogramming issue. The patient's indication(s) for use were essential tremor and movement disorders.

Event description:
Follow up information received from the healthcare professional (hcp) reported that dbs programming was done to resolve the patient's tremor in their hand. It was stated that the patient has been asked several times to trial the deep brain stimulation (dbs) off to see if their balance improved and determined if the cause is the implant. The patient has not turned off their implant as requested and were in the clinic with worsened gait and the dbs off. The patient's tremor in their hand has not been resolved with continued programming. Further information provided by the patient's medical history noted that the patient had worsened balance since getting the implant, and that the benefit of the implant gradually waned with them now back to baseline prior to surgery. The patient underwent 4 programming changes, and an obvious improvement with tremor was seen with stimulation on vs off. However, the severity of the tremor at baseline made it challenging to achieve substantial suppression. The implant was turned off by the hcp to see if gait imp roved, with the patient reporting that the gait seemed better with stimulation on suggesting that the gait difficulty is likely from essential tremor disease progression or an adverse effect of surgery as opposed to stimulation induced. The patient also had vasoge nic edema along the course of the dbs lead which may be due to the evolution of an old parenchymal hemorrhage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.